Event description:
A (B)(6) female underwent balloon angioplasty of the iliacs on (B)(6) 2011. The physician had tracked the balloon to the diseased area and blew it up. It didn't reach normal pressure before it burst almost instantly. The physician then attempted to remove the balloon by pulling it through the 6 french sheath, but it appeared to be stuck. He realized that the balloon had actually split into 2, rather than re-wrapping on itself. He removed one part of the balloon through the sheath, but there was still another part of the balloon which had 'snapped off' the end of the catheter and couldn't be pulled through the sheath. A decision was made to take the pt to op site and remove the other half of balloon. After surgical removal of the "snapped off" portion of the balloon no piece of the device remained inside the pt. The pt required an open operation to remove the "snapped off" portion of the balloon. No adverse effects to the pt were reported due to this occurrence. Additional info received (B)(6) 2011: the pt was undergoing balloon angioplasty of the iliacs. The calcium was quite bad and the balloon burst below normal pressure. The surgeon went to remove the balloon but found it had snapped off the end of the catheter, leaving one part of it still on the catheter, and the other part inside the pt still on the wire. The proximal part of the balloon was removed through the 6 french sheath they had in place, but the other part of the balloon which could be seen on imaging was unable to be retrieved through the sheath. A decision was made by the physician to take the pt down for an open procedure where an endarterectomy was performed and the distal part of the balloon was removed successfully.

Manufacturer narrative:
(B)(4) - removal of foreign body and additional surgical procedure are not listed in the instructions for use. (B)(4) - balloon burst is not specifically listed in the instructions for use. Investigation eval: balloon burst, compliance, and fatigue verification testing are performed. Rbp of 15 atm is documented in the instructions for use (IFU) and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. Without the complaint device eval of the device failure cannot be certain. The event statement states that "calcium was quite bad and the balloon burst below nominal pressure." Lesion morphology may contribute to balloon rupture. The event description continues "surgeon went to remove the balloon but found it had snapped off the end of the catheter..." Once the balloon burst it would have been very difficult to withdraw the burst balloon out easily without separation. Here again the IFU does warn that if resistance is felt during withdrawal, remove the catheter and sheath as a unit. From the event statements it appears that pt condition is related to occurrence. We will continue to monitor for similar complaints.